Event description:
The patient reports charging his dash personal diabetes manager (pdm) on a power strip with the insulet cable; within minutes, he heard a noise. The screen completely shattered, and the pdm was out of order (white) and overheating. However, the battery was not swollen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The case description mentions that the user was charging their pdm when they heard a noise and their screen shattered, the device was unresponsive and overheating but the battery was not swollen. The lcd glass screen on the controller was observed to be broken and the lcd screen was not readable/responsive after power on. The exact cause of the cracks on the lcd could not be determined. The battery was observed to not be swollen. Due to the unresponsive screen the device could not be downloaded and the temperature history of the battery could not be investigated. The .ibf file was inspected and no abnormalities were found that could contribute towards the reported events. Due to unavailability of the download data and the lcd screen being unresponsive, no further investigation could be performed. The exact cause of the reported events could not be determined.